Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections to the initial report. Corrected fields: section a, b5, b6, b7, e1 - email null (should be 'none selected'), h6 (impact code). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light intensity of normal light does not meet the standard value. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in connector, the image is interrupted (e226) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred before the procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e226. There were no reports of patient harm.